Event description:
Had christensen device implanted in 1996. During the summer of 2000, face puffed up like a fish. Device squeaks. In chronic pain.

Event description:
Add'l info received from MFR on 11/27/02: tmj implants, inc was unable to link any of the medwatch form to a specific pt or a specific device because no detailed info was given.